Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation could not be confirmed as no abnormality was found. After the requester obtained the defect information, he checked the defect at the facility, and found that there seemed to be a problem with the scope. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after about thirty minutes to one hour of using the visera elite xenon light source, the screen suddenly blacked out. The user facility staff turned on the visera elite video system center again, but the issue remained. The therapeutic procedure (laparoscopic cholecystectomy) was completed with a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed, and the event was caused by an abnormal endoeye flex deflectable videoscope (ltf-s190-10). When the survey was conducted by combining visera elite video system center (otv-s190), visera elite xenon light source (clv-s190), high-definition lcd monitor (oev262h), ltf-s190-10 sent, it was confirmed that the failure phenomena were reproduced. When the following asset were combined, otv-s190 with ltf-s190-10 sent, it was confirmed that the failure phenomena were reproduced. No abnormal clv-s190 movement was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.